Event description:
During a patient's caregiver (cg)'s call for an unrelated alarm (B)(4), the cg indicated that the patient has had peritonitis twice since using the homechoice (hc) and is wondering why since using the hc. The technical sales representative (tsr) explained to the cg that it usually has to do with technique during setup. The tsr advised the cg to make sure the masks are being used along with hand washing and making sure the tip of the spikes are not being touched along with not respiking the bags. No further information is available at this time.

Event description:
On (B)(4) 2010, global field surveillance received the following information from global pharmacovigilance: on (B)(6) 2010, the patient was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. A peritoneal dialysis (pd) effluent culture was performed that same day which revealed staphylococcus aureus. The patient was treated with antibiotics. The event of peritonitis was considered resolved after the first dose of intraperitoneal (ip) antibiotics. On (B)(6) 2010, the patient was discharged from the hospital and continued on pd therapy. The cause of peritonitis was unknown. The event was not related to the dianeal solution or hc machine. On (B)(6) 2010, the patient was diagnosed with peritonitis. That same day, a pd effluent culture was performed which revealed staphylococcus aureus. The patient was treated with antibiotics. The event of peritonitis was considered resolved after the first dose of ip antibiotics. The cause of peritonitis was unknown. The event was not related to the dianeal solution or hc machine. The patient remained on pd therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. That same day a pd effluent culture was performed which revealed staphylococcus aureus. The patient was treated with ip antibiotics. On (B)(6) 2010, a gram stain was performed which revealed white blood cells present and no organism seen. The event was not related to the dianeal solution or hc machine. The patient remained on pd therapy. When asked if the each episode of peritonitis was separate event or a reinfection the reporter stated "something was imbedded in the pd catheter causing a recurrent infection of peritonitis." At the time of this report that patient remained on pd therapy, dose not changed and was being treated for peritonitis. No further information was reported.

Manufacturer narrative:
(B)(4). The patient gender has been corrected. Based on the additional information obtained, this peritonitis case is related to the patient's catheter and not to a baxter device.

Manufacturer narrative:
(B)(4)sample not available.